Event description:
During the implant procedure, high capture threshold on the right ventricular (rv) lead was noted. The physician repositioned the lead multiple times, but the capture threshold was still high. Additionally, the physician believes the helix could not be extended fully. The lead was exchanged and all electrical parameters were normal. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the helix to be retracted and clogged with blood/tissue. X-ray inspection revealed the inner coil in the connector region was over torqued and consistent with damage occurring at the time of procedure. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event of difficulty fully extending the helix was isolated to the over torque of the inner coil in the connector region and the helix being clogged with blood/tissue.